Event description:
During an ercp, the physician used a cook fusion omni-tome. It was reported that the user detected a burr inside the tip of cutting wire, and it is obvious under endoscopic view. User changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k172288 investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report, there is damage to the catheter at the distal end. A visual inspection of the catheter was performed, and a portion of the catheter near the distal green band has been damaged. It is not known at what point the catheter became damaged however a second line across the distal green band on the opposite side of the cutting wire is consistent with the catheter being damaged by the endoscope elevator. No section of the device appears to be missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the presence of surface damage to the distal catheter. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. However, the surface damage is indicative of damage due to pressure and/or friction with the endoscope elevator. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use contains the following precaution: "the elevator should remain open/down when advancing or retracting the sphincterotome." Advancing or retracting the sphincterotome through a raised elevator can result in damage to the catheter. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.